Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient was getting the 0617 uplink error on their personal therapy manager (ptm) this weekend. They had gotten it before, "last month" then "last year sometime". This time over the weekend they saw the code 0617 and then felt itchy and shaky. Patient services reviewed 0617 meaning. The patient then stated she was able to bolus since then. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.additional information was received via a consumer on 20201-apr-30. The serial number of the patients personal therapy manager was provided. The cause of the 0617 code seen was not determined. It was noted that the patient was getting their pump refilled and was telling the physician assistant about an antenna for interference. However, it was noted that the patient had a needle stuck in them and could not talk. The patient had expressed that the pump seemed to be giving a lot of medicine at times and they physician turned off their bolus. It was further reported that the patient was th e physicians only medicaid patient and the patient was in misery. The 0617 code seen via the ptm had not been resolved.

Manufacturer narrative:
B5 correction: the event narrative was updated to reflect a date correction. G3 correction: the initial report indicated 2021-(B)(6) in error, and should have instead indicated 2021-(B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received on 2021-(B)(6) from a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient was getting the 0617 uplink error on their personal therapy manager (ptm) this weekend. They had gotten it before, "last month" then "last year sometime". This time over the weekend they saw the code 0617 and then felt itchy and shaky. Patient services reviewed 0617 meaning. The patient then stated she was able to bolus since then. Troubleshooting was not required. The troubleshooting steps that were taken on the call resolved the issue.additional information was received via a consumer on 2021-(B)(6) the serial number of the patient¿s personal therapy manager was provided. The cause of the 0617 code seen was not determined. It was noted that the patient was getting their pump refilled and was telling the physician assistant about an ant enna for interference. However, it was noted that the patient had a needle stuck in them and could not talk. The patient had expressed that the pump seemed to be giving a lot of medicine at times and they physician turned off their bolus. It was further reported that the patient was the physician¿s only medicaid patient and the patient was in misery. The 0617 code seen via the ptm had not been resolved.